Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07135. It was reported the patient has been experiencing a burning sensation at the ipg pocket site while recharging the device. The patient also reported his stimulation stops working when he lays down. The patient has been advised to follow-up with the physician and have been recommended with charging guidance to address the issues. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. Correction # 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.